Event description:
Attorney's report of pt's alleged ring break, significant damage to internal organs and other complications. The pt underwent hospitalization, multiple add'l surgeries, "surgery to remove some of the broken coils and resects portions of the intestine" and "total and partial disability".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l information becomes available.